Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of their customer that the pro7300b, hall50 oscillating saw battery hpc was being used during a tka procedure on (B)(6) 2023 when it was reported ¿this handpiece snapped in two between the head and grip during osteotomy.¿. Further assessment questioning found that the fragment was retrieved with the use a ¿forcep-like instrument¿. The procedure was completed with the use of a backup power tool and there was no delay reported. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current status of the patient was reported as ¿there have been no reports of adverse events¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the pro7300b, hall50 oscillating saw battery hpc was being used during a tka procedure on (B)(6) 2023 when it was reported ¿this handpiece snapped in two between the head and grip during osteotomy.¿ further assessment questioning found that the fragment was retrieved with the use a ¿forcep-like instrument¿. The procedure was completed with the use of a backup power tool and there was no delay reported. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current status of the patient was reported as ¿there have been no reports of adverse events¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the housing broke where it meets the head, corrosion found inside. Needs new housing, motor and controller. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be not following service schedule for device. The preventive maintenance was overdue and completed as part of repair order. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no previous service data was found. (B)(4). Per the instructions for use, the user is advised that prior to each use ensure all accessories are correctly and completely attached and perform the required preoperative functional tests for this equipment and accessories. The hall 50 handpieces shall be returned every 12 months for servicing. We will continue to monitor for trends through the complaint system to assure patient safety.